Event description:
It was reported there was a critical alarm indicating a motor stall. The motor stall never recovered. As a result of the event, there was a replacement planned but the date was not available at the time of this report. The logs were checked as diagnostic testing. The patient status at the time of this report was ¿alive ¿ no injury.¿ the patient experienced increased spasticity. It was later reported that the pump was replaced on (B)(6) 2015. The pump was to be sent in for analysis. The patient was well. The drug being delivered via the device system was lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.